Event description:
The customer claims that once the voice message is recorded the alarm plays the message back with complete static. The batteries have been changed all of the same type and no visible damage to the case. There was no patient injury reported. Inspection shows that the unit has intermittent power.

Manufacturer narrative:
(B)(4) (static in voice message). Results - evaluation of the product found that the unit has intermittent power. When the mode is set to voice or voice and tone the alarm plays static then shuts off and powers back on after a few seconds. The battery springs are bent. Note: posey instructions for use has a warning statement "if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed." (B)(4).